Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. UDI information(d4) and 510k(g3) are not provided as this product (model 600073552) is only marketed outside of the us and is therefore not referenced in the gudid database.

Event description:
During the af procedure with the patient in the room, communication issues resulted in a delay. It was noted that the workmate claris was not connected to the amplifier. Sometimes, there was an amplifier error shown on the display. The amplifier and dws were restarted 5 or 6 times. The issue was resolved. The patient was in the procedure room and prepped. The procedure was completed without adverse consequences to the patient.